Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw has implanted in the patient, but the screw body went up in to the screw head, so it was impossible to insert the rod. This defective screw had to be replaced with a new screw.

Manufacturer narrative:
(B)(4). The expedium single innie 6x50mm polyaxial screw (product code: 1797-12-650, lot number: amgdby) was returned to the customer quality unit (cqu) on january 11th, 2017. The screw¿s saddle had completely come out of the tulip head. The saddle was not returned. The screw head¿s drive feature shows signs of use including some minor stripping. This may be indicative of heavy stresses placed on the screw during use. Exerting a significant amount of force on the tulip head and saddle, potentially at a significant enough angle, may be sufficient to dislodge the saddle and other parts of the screw from one another. The stripping indicates that the driver tip may not have been flush with the screw¿s drive feature, which may also be indicative of the angle at which the screw was being tightened and the forces on the saddle. As a result, it is believed that an unexpectedly high amount of force was placed on the saddle during the tightening, resulting in the saddle being dislodged from its intended location and falling out of the tulip head. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screw falling apart cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the saddle of the screw during tightening, potentially at a significant angle, resulting in the screw disassembling during use. As there has been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate actions have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.